Event description:
Report 2 of 3: it was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, an erroneous(high) creatinine result was obtained on one patient. Test was repeated with a different sample type drawn at the same time and results were normal. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter addr 1: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 3. It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, an erroneous(high) creatinine result was obtained on one patient. Test was repeated with a different sample type drawn at the same time and results were normal. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary - one photo was provided for investigation. Showing batch confirmation of the tube. (B)(4) retention samples from bd inventory were visually inspected with no issues observed. Additionally, retention samples of the incident were further tested for erroneous results and no issues were observed. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue: there were no difficulties encountered during blood collection as all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results-creatinine) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retention and control samples were acceptable in terms of both precision and accuracy. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for erroneous results-creatinine complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.